Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed, and the test failed. The share log data was not available. The transmitter was milled and voltage was applied. A pairing test was performed and passed. A bin file review was performed and failed. The reported event of a failed transmitter was confirmed. The probable cause cannot be determined. No additional patient or event information is available.